Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 h3, h6: part # 03.037.028. Lot # 9345770. Manufacturing site: haegendorf. Release to warehouse date: 12. May 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: 5mm hex flexible screwdriver (part# 03.037.028, lot# 9345770, qty# 1) was returned and received at us customer quality (cq). Upon visual inspection at cq, it is observed that the shaft of the device was broken. The broken part is still attached and hanging. Rest of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Thus, the complaint is being confirmed. Device failure/defect identified? Yes dimensional inspection (calipers: ca215p): dimensional inspection of the received device was performed at cq. The shaft diameter of the device was intended to be 7.8mm to 8.2mm and it was measured to be 7.97 mm which is within the specification as per the drawing. Document/specification review the following drawing(s) was reviewed: flexible screwdriver hex5. Flexible shaft. No design issues or discrepancies were found during this investigation. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint is being confirmed for 5mm hex flexible screwdriver (part# 03.037.028, lot# 9345770) as shaft of the device was broken. While a definitive root cause could not be identified for the reported problem, it is possible that the device might have encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the 5mm hex flexible screwdriver was broken while it was being cleaned. The event occurred approximately 30 minutes post-op once the tools had been removed from the or and were being hand-cleaned in decontamination prior to going through the machine washing process. There was no patient involvement. This report is for 1 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).